Event description:
Pt was undergoing placement of a ivc filter. According to radiologist note, during filter deployment the filter did not spring open and remained as a collapsed cylinder and migrated, lodging in the pulmonary valve leaflets. Open heart surgery was performed and the device was retrieved in pieces. The pt suffered extensive damage and expired in 2003 at 703am due to complications from the device malfunction.